Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a missing piece of shell assessed as inconclusive and observed a broken assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced.